Event description:
It was reported by the customer that their sensors were calibrating incorrectly and the device alarmed calibration error. Customer states that the sensors would inform them that their blood glucose levels were high or low inaccurately. Customer's blood glucose level was 325 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found bent cannula, unable to confirm if the customer received sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.